Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked and found 5k hours kit defective and need to be replaced. The fse replaced the 5000 hours kit against customer po, also it was observed that unit not switching on mains power supply which has been rectified by replacing the power supply. The unit was tested and found pressure and vacuum were better and is working but intermittently. It is showing leak in iabp circuit message. Drive manifold assy need to be cross checked. The fse replaced the drive manifold from company stock to hospital towards machine under cmc. Also replaced safety disk from hospital stock. The machine working fine and the issue was resolved. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit has a leak in the iab circuit. There was no patient involvement.